Event description:
Resmed customer stated their unit had an electrical burnt smell. A visual evaluation of returned unit showed evidence of external flame. Resmed determined the event may be reportable on 27jan2009.

Manufacturer narrative:
The power supply module caused brief external flame. Reason for delay in reporting: -on (B) (6)-2008, the complaint unit was received at resmed corp in (B) (6). And preliminary investigation was performed. Based on the preliminary investigation, it was determined further evaluation should be performed at design facility in (B) (4) therefore, unit was shipped to design engineering. - on 27-jan-2009, design engineering completed their investigation concluding the event met the resmed criteria for reportability.